Event description:
Battery depletion was reported by the customer. There was no reported impact to the customer's blood glucose level. Customer technical support sent a follow-up email to the customer.